Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device activity logs were provided. Review of the logs showed no evidence of the customer's report. The logs indicate that the device appears to be shorted either through electrode pads or the multifunction cable being attached to the shorting plug. There was no evidence that the device was used on a patient. Contact with the customer confirmed that the reported complaint was against the zoll online review and not with the device itself. Several factors could lead to this including the incorrect case/incorrect files were reviewed by the customer. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.